Manufacturer narrative:
Concomitant medical products: product ID: 8591-38, lot# d12888, implanted: (B)(6) 2011, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from the health care provider (hcp), regarding a female patient receiving intrathecal morphine 1mg/ml at 0.2401mg/day via an implantable infusion pump. The indication for use of the device was for malignant pain and cancer pain. It was reported that an x-ray confirmed that a pump was flipped. No intervention had been performed.if additional information (symptoms or actions taken) is received this report will be updated.